Event description:
Customer called MFR's support department to report false negative rubella test results on the vidas instrument when the assay was run in one of the instrument's 30 positions, specifically section b, channel 5. Field service was dispatched and replaced the pump in that position. Further analysis of the pump indicates that the tubes within the pump were clogged.